Manufacturer narrative:
The patient was diagnosed with an infection of her bone by the surgeon. Treatment of the infection involved a two stage revision. The surgeon recently ordered a custom distal femur replacement implant and successfully performed the second stage revision on (B)(6) 2015. Please note that infection is a known adverse reaction and complication associated with total knee replacement implants. More specifically, "infection which may require temporary or permanent removal of the device" is identified as an adverse reaction in the device labeling. Additionally, the device labeling states that infection is an intraoperative and early postoperative complication, as well as a late postoperative complication of total knee replacement implants. There is no alleged failure of the device. This is a second stage revision attributed to the patient's bone infection. This complaint will be tracked and trended. Device not returned.

Event description:
The patient was diagnosed with a bone infection in (B)(6) 2013 and the custom special total knee replacement implant in situ at the time was explanted. A two stage revision was planned in (B)(6) 2013, the first stage of the revision required the patient to be implanted with a mets smiles total knee replacement device and being treated for infection. The surgeon ordered a custom distal femur replacement implant for the patient's second stage revision on (B)(6) 2015,. This second stage revision was successfully performed on (B)(6) 2015. (B)(4).